Manufacturer narrative:
This report is being submitted to relay device evaluation results and additional information. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: device code was added: 1260. H6: component code was added: 4755. H6: investigation type codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 19. H10: narrative/data was updated. Investigation elements included for additional failure (mount fracture) that was not reported by the customer. Follow up with the customer revealed that the customer was not aware of the fractured mount and stated that the fracture may have occurred during implant removal. The reported nerve injury occurred during placement of the implant. The reported medical event was non-verifiable following inspection of the returned device and with the information provided. Based on the evaluation, the device malfunction has occurred, as the returned device has a fractured transfer mount. There is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specification and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number: 1234478. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (1234478) for similar events and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event (medical condition) and the complaint is not related to the functional performance of the product. As per the risk management file, the potential cause for the reported event is customer error in case planning. A definitive root cause could not be identified. Additional risk files and causes were determined based on the mount fracture failure identified with the returned device. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k011028/k013227. Fax number unknown / not provided.

Event description:
It was reported that when placing #19 implant, the patient had pain and unable to fully engage at the crest. Removed implant and placed a shorter size. No issues. Symptoms as a result of the event: nerve injury.